Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v409779, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that the patient had urinary frequency and the hcp's office didn't have a clinician programmer. The hcp last saw the patient in (B)(6) 2014. It was unknown when the urinary frequency appeared and it was unknown if it was a sudden or gradual change in symptoms. The patient was not aware the patient programmer had batteries. The hcp suspected the batteries in the patient programmer needed to be changed, but couldn't assist as the patient didn't bring it in with them. When the patient got home they would call back for assistance in changing batteries in the programmer and verifying the implantable neurostimulator (ins) was turned on. It was later reported via the hcp the patient was seen on (B)(6) 2015 and didn't think that interstim hadn't worked "in a while." The patient hadn't known if the remote had good batteries and had not brought any batteries to the appointment. The hcp thought that the cause of the urinary frequency symptoms was probably due to the remote needing batteries. The patient was to go home and replace the batteries but the patient had not contacted the hcp since then. The indications for use (ifus) were other.